Event description:
The customer reported that the right head tip of the instrument disengaged from the device. No device fragments or components fell into the patient cavity. No patient injury.

Manufacturer narrative:
(B)(4). . The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent ot he incident is obtained a follow-up report will be submitted.